Event description:
Additional information received today that the hypotension resolved without an adverse patient sequela on (B)(6) 2013.

Event description:
It was reported that during an acculink stenting procedure of a carotid artery, post stent dilatation, the patient had hypotension. Dopamine, neosynephrine and sudafed medications were given as treatment and the hypotension resolved on (B)(6) 2013. The patient was discharged home on (B)(6) 2013. There was a prolonged hospitalization reported. There was no additional information provided.

Manufacturer narrative:
(B)(4). There was no reported product deficiency. The reported patient effect of hypotension is a known observed and potential adverse event as listed in the rx acculink carotid stent system instructions for use. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received today that the hypotension resolved without an adverse patient sequela on (B)(6) 2013.

Manufacturer narrative:
(B)(4).